Manufacturer narrative:
Initial MDR 2517507-2021-00291 was filed 21-oct-2021. Additional information (29-oct-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the elevated creatinine (cre2) results on two dimension® exl¿ 200 integrated chemistry systems when compared to a creatinine result on the same sample processed with an alternate methodology on an alternate siemens system. Hsc reviewed the information provided by the customer. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
A united states customer contacted siemens healthcare diagnostics customer care center (ccc) to report elevated results were obtained with creatinine (cre2) on a single patient sample on two dimension® exl¿ 200 integrated chemistry systems when compared to an alternate siemens instrument with alternate methodology. Siemens is investigating the event.

Event description:
An elevated creatinine (cre2) patient sample result was obtained on two dimension® exl¿ 200 integrated chemistry systems when compared to a creatinine result on the same sample processed with an alternate methodology on an alternate siemens system. The results from both systems were reported to the physician(s) who questioned the difference in results. The customer does not consider any of the results to be discordant. No corrected reports were issued. The patient was admitted to the facility based on the cre2 results from the dimension exl systems. There are no known reports of patient intervention, unnecessary treatment or adverse health consequences due to the cre2 results from the dimension exl systems or the admission to the hospital.